Manufacturer narrative:
(B)(4). The driver was returned for evaluation. Visually confirmed approximately 3mm of tip has been broken off, consistent with interface during tightening, with significant plastic deformation of hex form just below fracture. The broken off portion was not returned for analysis. Tip fracture surface analysis is characterized as a fairly brittle fracture surface with circular material flow, consistent with torsional overload during tightening. Additionally, the driver shaft retaining press fit pin has been sheared off on both sides, with material flow in the direction of tightening. Dimensional inspection confirms shaft diameter and hardness conform to print specification. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the tip of the driver was sheared off completely. No patient complciations were reported.